Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest, occlusion test, sleep current and active current. Unit was monitored and functioning properly. Unit care link and pump history was download successfully. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, serial number label fading, cracked select button keypad overlay and cracked retainer. Unit passed required testing. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 2.2 mmol/l and current blood glucose value: 11 mmol/l. Troubleshooting was performed and found that the customer was treated with carbs intake. The customer dint reported any symptoms related high blood glucose level. It¿s unknown whether the insulin pump was used within 48 hours and unknown whether the auto mode feature was active at the time of the event. The customer reported that retainer ring was intact and reservoir able to lock in place, also received safety notification on the retainer ring. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump was returned for analysis.